Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that the dilator for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not pass through the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure was then continued. There were no patient consequences. Device evaluation details: the device evaluation has been completed. A visual inspection was performed and it was found hemostatic valve is dislodged and appears to be pushed in. A second closer inspection was performed and it was found that the hemostatic valve was folded inside the hub of the device. The folded condition noted on the hemostatic valve is related with the customer complaint and may have appeared to have been caused by excessive force and handling being applied to the device, however, none of those can be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was reported by the customer that the dilator for the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium would not pass through the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue was resolved. The procedure was then continued. There were no patient consequences. Additional information received on 2/26/2020 indicated that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was never inserted into the body because the dilator was never able to be put into the sheath upon sheath preparation, there was extreme resistance. Resistance was noted when putting the dilator into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was confirmed to be completely blocked as they were able to visualize a white foreign object in the hub. They did not get a chance to irrigate because could not get dilator into sheath and they were not able to move the needle through the sheath. The event has been assessed MDR reportable for the hemostatic valve separation malfunction. On 3/18/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve is dislodged and it appeared to be pushed in. The finding was reviewed and also assessed to be MDR reportable for the hemostatic valve separation.